Event description:
A patient had been injected with 1.5cc of radiesse dermal filler to the nl folds on (B)(6) 2011. She was injected a second time with 1.5cc on (B)(6) 2011, to the nl folds. The patient had no reported issues after the first injection. On (B)(6) 2011, the patient reported pain, darkening of the skin and pus from the right nl fold, along the line and up to the nasal crease. The patient squeezed out some pus on (B)(6) and was seen by the pa (B)(6) 2011. The patient was treated with antibiotics. The patient is expected to return again on (B)(6) 2011.

Manufacturer narrative:
During a follow-up with the pa (B)(6), she reported that the patient was seen again on (B)(6) 2011 and is doing great; the symptoms had resolved. Neither of the radiesse lot numbers were provided; therefore the device history record could not be conducted.